Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire fr experienced stent tip damage and inversion during the procedure as well as resistance in the react 68 catheter. It was reported that the solitaire and react 68 were used for thrombectomy. After grasping the thrombus in the body and retrieving it outside the body, there was no bleeding, and recanalization was successfully achieved, so this is not considered a malfunction by the physician, but would like to know under what circumstances inversion occurs. The devices were used in an infected patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a react 68 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that tra21 and phenom21 are usually used together with an aspiration catheter in standard procedures. That was also the case this time. The lot number of the react 68 was s25dr004.

Manufacturer narrative:
Based on review of all information received, this event is no longer a reportable event. It was confirmed there was no resistance during retrieval (or delivery) of the solitaire or react-68 catheter. The events of catheter difficult navigation and solitaire kink/damage (no separation) do not have a history of death or serious injury and the device/issue is not likely to contribute to a death or serious injury if the event were to recur. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no resistance during delivery or retrieval. There was no kink or other damage to the catheter or the solitaire pushwire. The tip of the solitaire sheath was secured in the hub of the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was not determined. It was noted that it seemed a little stiff during delivery/positioning. The resistance was in the proximal part of the catheter. The catheter was flushed per IFU during the procedure. The patient's vessel tortuosity was normal. The thrombus characteristics were said to be normal. Ancillary devices include a trak21 catheter.